Event description:
Customer reported false negative reactions with patient samples, known to contain antibody, tested with capture-r ready screen (crrs) I and ii during validation testing of the galileo.

Manufacturer narrative:
The customer's returned samples were tested with retention crrs I/ii, lot w132 on an in-house galileo. Two of the returned samples reacted in the first test run and negatively in the second test run. Additional returned samples were negative. The samples were also tested with crrs I/ii lot: w134 on an in house galileo. One sample reacted questionable, the others reacted positively. The nature of the samples cannot be ruled out as contributing to the event.